Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the posterior descending artery (pda) and posterior lateral artery (pla). The physician attempted to use a "v stent technique" by placing another MFR's stent in the pla and a 2.5x16mm liberte' bare metal stent in the pda. As the liberte' stent was advanced, the physician met significant resistance along the right coronary artery. The stent was removed and was found to have damage to the struts of the stent. The procedure was completed with a 2.5x24mm liberte' stent. No patient complications occurred. Patient status is satisfactory.